Event description:
Reported due to pain and hematoma requiring surgical procedure. On an unknown date, the physician successfully closed an arteriotomy site with the perclose proglide device following an unknown procedure. The pt was discharged to home after the procedure. The pt called the facility on multiple occasions with complaints of "pain and hematoma." Reportedly, on an unknown date, an ultrasound was performed and a "small leak was detected." It is unknown where the leak was located. The pt was sent to surgery "for removal of the suture" and is reported to be "doing fine."

Event description:
The physician was performing an interventional procedure. Flouroscopy was performed prior to the procedure which revealed the vessel size was 6-7mm, no calcification, "no much tortuousity," and the site was confirmed to be in the right common femoral artery (cfa). Reportedly, two (2) days after the procedure a three (3) x three (3) cm hematoma was noted. Three (3) days after the procedure the patient returned to the facility. An ultrasound was performed which revealed a hematoma and "leak." In 06/05, surgery was performed to repair the artery. During surgery it was found that the small leak was at the posterior aspect of the cfa." The patient was discharged from the hospital in 07/05.